Manufacturer narrative:
H3. The device was discarded by the facility. H6. A review of the mfg paperwork is being conducted.

Event description:
A pt presented with a infrarenal abdominal aortic aneurysm and a focal dissection. In 2006, bare metal stents were implanted to repair the focal dissection. Four days later, the proximal end of a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was implanted inside a bare metal stent. When the physician attempted to cannulate the contralateral gate with an 18 fr gore introducer sheath, the sheath caught on the edge of the contralateral gate. The trunk-ipsilateral leg component was pushed proximally and both renal arteries were unintentionally covered. The pt was converted to open surgical repair. The pt tolerated the procedure.